Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The surgeon was loading the uncemented oxford tibial component on the the impactor and while he was doing that one of the ¿teeth¿ on the impactor broke off.

Event description:
The surgeon was loading the uncemented oxford tibial component on the impactor and while he was doing that one of the 'teeth' on the impactor broke off.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by product evaluation. An oxford tibial tray one piece impactor fractured during surgery. The fracture occurred at the posterior foot of the impactor. The instrument exhibits signs of wear, such as surface scratches and dents. The fracture may have been caused by over impacting the tibial tray and/or abnormal stresses during engagement of the instrument with the tibial tray. However, the exact cause of failure cannot be determined with the information provided. The device history record for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Instrument broke while loading the implant.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.